Event description:
A malfunction was reported on the pump with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump and instructed on various processes, including returning the malfunctioning pump to tandem using a provided box and label. A replacement pump was sent to the customer, who was informed about programming their settings and connecting their cgm to the new pump.